Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350 - 2023 - 01054. G2: foreign: japan. Visual evaluation of the returned product found 2 pouches have a channel that was across the entire width of the intended seal. The seals are not acceptable per work instructions. This complaint has been confirmed by evaluation of the returned product. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the distributorship that the product was found to be nonconforming. There was a crease in the sealing area. There was no patient involvement. Attempts have been made and no further information has been provided.